Manufacturer narrative:
The device has been returned to animas. Ian evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump had intermittent power issues and there was moisture in the battery compartment. The patient had a blood glucose (bg) of 467 mg/dl with difficulty waking up. No unusual treatment was required. This complaint is being reported as the power issue may have compromised the insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings:the black box shows a por after cs054 on (B)(6) 2017 at 19:19; deliveries resumed at 19:28. Unexplained loss of prime followed by por on (B)(6) 2017 at 09:39; deliveries resumed 10:05.. Pump returned with corrosion in the battery compartment and moisture behind the display lens. Battery compartment is cracked below the bumper pad. No damage found to retuned battery cap.. Battery cap measurements are within required specifications. Returned battery cap fully attaches to the pump. Pump boots to verify screen with audible and vibratory features. Pump completed 24 hr duration test with no por duplicated. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range..#6. Leak test fails with battery compartment leak. Removed pump cover; moisture ingress was found on the pcb and internal components. The display screen has a pinkish contrast.